Manufacturer narrative:
(B)(4). Batch # p92u5w. Device analysis: the analysis results found that the msm20 device was received empty. In addition, the tyvek was returned along with the instrument. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a mastectomy the clips scissored on tissue on the first fire. The clips were easily removed from the tissue. The procedure was completed with another device with no patient consequences reported.